Manufacturer narrative:
(B)(4) for the reported issue of stent partially deployed. The device was not returned; therefore, a technical analysis was not able to be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the colon of a patient on (B)(6) 2013 during a colonoscopy procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of an obstruction within the colon. No visible issues were noted to the device. During the procedure, a wallflex enteral colonic stent was attempted to be implanted within the patient. However, it would not fully deploy. The physician was unable to reconstrain the stent back onto the delivery system prior to removal. Therefore, the stent was partially deployed when it was removed from the patient and another wallflex enteral colonic stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.